Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the received drill showed severe scuff marks around the region from where the flutes begin and extended partially upto the starting of the flutes. The nature of the scuff marks suggests interaction of the drill with the drill sleeve wall and metal debris (caused due to interaction of the drill with the sleeve) or bone residue inside the cannulation, potentially. The received drill could not be passed completely through the received drill sleeve as the drill sleeve was slightly clogged and roughed up internally. A resistance could be felt while inserting the drill through the sleeve. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the jamming is user related. The visual evidence indicates towards a potential clogging and damage of the cannulation by metal debris (fretting) generated during the surgery, involving some misalignment as well. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "drilling is performed using a drill sleeve short. After drilling, the drill did not come out of the sleeve. Doctor's opinion: it is possible that the inside of the sleeve was drilled and scraped for some reason."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "drilling is performed using a drill sleeve short. After drilling, the drill did not come out of the sleeve. Doctor's opinion: it is possible that the inside of the sleeve was drilled and scraped for some reason."